Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the patient line of a homechoice cassette and the transfer set. It was further reported that ¿the patient line had air spaces near the connection point¿. This occurred during initial drain of peritoneal dialysis therapy. Upon trouble shooting, a loose connection was observed between the patient line of the homechoice cassette and the transfer set and as a result, the patient tightened the connection. Renal therapy services (rts) assisted the patient in ending therapy and advised to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Correction to previously submitted date of 09/10/2019 to 09/08/2019. Should additional relevant information become available, a supplemental report will be submitted.